Manufacturer narrative:
Date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that something went wrong with the patient's old implant and it would not charge. The implant was popping out real bad and "may not have been put in right". The patient worked with a representative named (B)(6) to try to charge the implant, and they were unable to get the device charged. The patient had their ins removed and had a new ins implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported, the manufacturer representative (rep) had not spoken to the patient since 2016 and were not aware of any device replacement.